Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching above 600 mg/dl. The pod worn between 4 and 24 hours. The patient experienced some redness from the infusion site, when removed the pod's cannula was found bent. At the hospital, the patient was placed on an intravenous therapy of fluids. The patient was released a few hours later. The pod removed and discarded at the hospital.